Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and tiredness due to the right ventricular lead oversensing t waves. The lead was reprogrammed, which resolved the oversensing, and it remains in use. No patient complications have been reported as a result of this event.